Event description:
It was reported that, during implant, the patient's lead dislodged due to the patient's vessel condition while the delivery catheter was slitting. A new delivery catheter was used, and the lead was implanted successfully. The initial delivery catheter was removed and discarded. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined. (B)(4).